Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer went to the customer site for this issue. The philips service engineer evaluated and determined the proportional valve, three-way solenoid valve, and flow sensor had caused the active exhalation verification test to fail on the device. The philips service engineer replaced the proportional valve, three-way solenoid valve, and flow sensor on the device. The philips service engineer performed the preventative maintenance tests on the device, and it passed. The philips service engineer determined the device was ready for use. The parts were returned for further evaluation by the philips investigation laboratory (pil). The proportional valve, solenoid valve, and machine flow sensor were returned to the pil for further evaluation. Pil installed the trilogy evo flow sensor on the trilogy evo stb and ran therapy for approximately 1 hour and the flow sensor operates without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification and flow verification at posttest and passed all testing. Pil concluded that the flow sensor operates as designed. ' pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.